Manufacturer narrative:
(B)(4). Batch # r93d7v. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws and there were no anomalies noted with the functionality of the device. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, they used the device on a bloody ray-tec sponge and the handles jammed. The handles wouldn't move and a piece of the ray-tec was jammed in the tip of the device jaws. They could not open the device at all. It was not moving. Case was completed with a competitor device. There was no patient consequence.